Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified. Based on the analysis, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer reloaded the cartridge to address the occlusion. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer's blood glucose level.